Event description:
Pt scheduled to have uvj stone removed using urteroscopy and holium laser. Tip of resectoscope broke off inside of bladder. Necessary to do cystotomy to remove stone and foreign body. The piece of the tip was successfully removed with no adverse effect to the pt. There is no pt injury.